Event description:
The trach head cracked on one tracheostomy tube. It is unknown how long the 6lpc device had been in use as facility does not have a standard device replacement protocol. It was also reported that this was not the first occurrance experienced by the reporting hosp. Pt is connected to a ventilator, in use with various respiratory and/or anesthesia tubing connections. Reporter also states that the 6lpc devices are routinely cleaned in full strength h2o2. On occasion staff has used inner cannulae from other packaged device sets. There was no reported pt compromise. The 6lpc device was returned to the MFR for decontamination, analysis and investigation.